Event description:
It was reported that the controller exhibited intermittent low flow alarms and a controller fault alarm. The patient was admitted to the hospital, last computed tomography angiography (cta) showed mild stenosis of outflow graft but not significant enough to be likely the cause. The hospital course is complicated due to right forearm compartment syndrome from a line, requiring fasciotomy, subsequent debridement and closure. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional products: heartware ventricular assist system controller 2.0. Model #: 1420, catalog #: 1420, expiration date: 31-jan-2019, serial or lot#: (B)(4), UDI #: (B)(4). No device evaluation anticipated, but not yet begun. Mfg date: 05-jan-2018. Label for single use: no. (B)(4). Additional information has been requested regarding the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion.

Manufacturer narrative:
### A supplemental report is being submitted for device analysis and investigation completion. Product event summary: the ventricular assist device (vad) and one (1) controller were not returned for evaluation. Log file analysis revealed two (2) low flow alarms logged since 21-feb-2022. Log file analysis also revealed one (1) controller fault alarm logged on 02-mar-2022 at 07:35:57, indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for more than two (2) years. As a result, the reported low flow and controller fault alarm events were confirmed. Information received from the site indicated that the patient also experienced right forearm compartment syndrome from a line, requiring fasciotomy, subsequent debridement, and closure. Based on the limited information available, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to mult iple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Applicable risk documentation, experience with events of similar circumstances and the available information were considered; a possible root cause of the reported controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: controller 2.0 (B)(4) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19, c02 h6: FDA conclusion code(s): d1105, d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.